Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information/correction: additional information was received with provided the complaint reporters name as kimberly cingle. It was also reported that there were no patient injuries and that the patient was doing fine following surgery in the left eye. As a result the following fields have been updated/corrected. Initial reporter: first name: (B)(6) initial reporter: last name: (B)(6) section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 04/13/2020. Section h3: device evaluated by manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens pieces. The condition in which the sample returned is consistent with a lens that was implanted and removed. Due to the conditions of the lens returned, the complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
First name: unknown/not provided. Not applicable, as lens was removed/replaced in the initial surgery. Not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was cracked and had to be cut out and replaced with another lens of the same model. There was a delay in the procedure but no sutures or vitrectomy were required. Requests were made for additional information but no response has been received. No additional information was received.